Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2023, failure analysis found that the right-side mounting screw of the redundant power tray assembly was broken and could not be repaired. The power tray will be scrapped.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a non-recoverable error 86 occurred. The customer performed a hard power cycle, but the error reappeared occasionally. The customer elected to continue the procedure under this condition. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system functionality was checked upon powering on the system. Error 297 appeared when the system was powered on. Multiple power cycles were performed during the procedure. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that error 86 occurred multiple times during the procedure upon reviewing the error logs. The fse replaced the redundant power tray to resolve the issue. In addition, the fse also replaced a broken release tab. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the redundant power tray assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate error 86 after 10 times power cycles test. However, fa found multiple error 417 on the power tray upon reviewing the error logs. One of the redundant power supply b was failing. The power supply b slot 2 will be replaced as precaution. The root cause of this failure was attributed to a component failure. The affected release tab involved with this complaint is a field scrap item and will not be returning to isi for further investigation. A review of the procedure log showed this simple prostatectomy surgical procedure was performed on (B)(6) 2022 via system serial# (B)(4). No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the redundant power tray assembly was replaced after the completion of a surgical procedure due to repeated errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.